Manufacturer narrative:
The lifeband associated with this complaint was discarded by the customer. Since the lifeband was not returned, an investigation could not be performed and a root cause could not be determined.

Event description:
The customer reported that during patient use, the autopulse platform (sn: (B)(6) operated without issues for about 20 minutes before the lifeband (lot#: 197739) unexpectedly tore off. Subsequently, an error message appeared on the platform. The customer mentioned that the display screen's light was defective (dark) but still readable. However, they couldn't recall the error code displayed on the lcd screen. The torn lifeband was contaminated with the patient's bodily fluids and needed to be disposed of. The issue occurred on the way to the destination hospital, and the crew immediately continued manual resuscitation. Resuscitation was briefly interrupted to unload the stretcher from the ambulance. No consequences or impacts on the patient. After the call, the customer attempted to put the autopulse platform back into operation. To do this, they had to remove the remains of the torn lifeband from the shaft. The customer stated that the lifeband had apparently torn on the shaft of the platform, where the band is sewn and glued. The adhesive on the lifeband's black hinged belt guards (skirts) that are threaded into the shaft was no longer in good condition, and the seam could not withstand the strain. Based on the picture provided by the customer, the tyvek liner on the lifeband was completely ripped and separated from the lifeband's hinged belt guards. After replacing the lifeband, the autopulse platform immediately displayed an error code.